Event description:
Following a left heart catheterization procedure a 6f angio seal vip was used to seal the right groin. The patient returned to the holding room and was discharged. Two days later, the patient returned to the emergency room with pain in the right groin. CT scan revealed no retroperitoneal bleeding. Patient was admitted to the hospital for pain management. Reportedly the patient was recovering.